Manufacturer narrative:
The customer reported that their central nursing station had shut down for about two minutes but came back up. There was no harm reported.

Event description:
The customer reported that their central nursing station had shut down for about two minutes but came back up. There was no harm reported.